Event description:
Not sure of actual date, know this date is close, I had a total right hip replacement at (B)(6) hospital located in (B)(6). Doctor (B)(6) operated. After surgery nothing but pain and suffering including major infection throughout body. Lots of pain in hip area. Dr. (B)(6) denied any problems with metal on metal hip. I moved to (B)(6) in (B)(6) 2011, hip totally dislocated at (B)(6) medical located in (B)(6). Hip opened up found full of infection. Doctor closed it up. About 2 weeks or so later put in antibiotics. Hip still in as of this date due to lies and deception including fact it was transferred to a nursing home of the name of country also located at (B)(6). At this facility, I was falsely charged with chasing a psychiatric doctor by the name of dr. (B)(6) who was given false allegations that I had threatened to kill or harm other pts. Medicare paid for hip replacement. I am crippled living on the streets. I have not been able to have surgeries due to these actions.